Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasions. The first was due to the device can and was noted to be breaching the svc and re cable lumen at 22.8cm ¿ 23.0cm from the connector pin, and the second was due to friction to the device can and was noted breaching the re cable lumen at 28.5cm ¿ 28.9cm from the connector pin. There was a third insulation abrasion noted at 28.5cm ¿ 28.9cm from the connector pin which was due to friction to another device or patient anatomy and was noted to be breaching the re cable lumen. In all three locations there was no damage noted to the cable coating or the inner cable lumen. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.